Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the use error was undetermined. A labeling review was performed and found to be adequate for the user error identified in this report. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During a customer contact to baxter's technical service center to report a check lines and bags alarm, which occurred on the homechoice (hc) during use during prime, the caregiver (cg) stated that they replaced the cassette but did not replace the bags. The technical service representative advised to start over with all new supplies. Product surveillance contacted the nurse on (B)(6) 2011 regarding the patient's use error. The nurse stated that the patient has resumed therapy with no issues. There was no patient injury or medical intervention associated with this event. No further information is available.